Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Abaunza-camacho jf, vergara-garcia d, perez f, et al. Direct transcranial coil and onyx embolization of a dural arteriovenous fistul a: technical note and brief literature review. Journal of clinical neuroscience. 2020;80:232-237. Medtronic received literature article pertaining to a case of a man who presented with intracranial hypertension secondary to ahigh-grade davf. Prior to intervention the patient complained of frontotemporal oppressive intense headaches and visual abnormalities during the last 10 days. The patient initially underwent liquid embolization of the right middle meningeal, right occipital, and right posterior auricular arteries, through intraarterial femoral approach. Post-embolization cerebral angiography showed occlusion of 80% of the shunt. The left femoral vein was then cannulated to intent a transvenous coil embolization of the right sigmoid-transverse sinus junction. However, it was not possible because the right transverse sinus and the first portion of the right sigmoid sinus were anatomically disconnected from the left transverse sinus and the remaining caudal two-thirds of the right sigmoid sinus, respectively. Also, access through the superior petrosal sinus was not anatomically possible. A decision was made to offer expectant management and imaging follow-up for the residual fistula. A follow-up cerebral angiography was performed one month after the initial embolization, showing recanalization of 30% of the lesion. Furthermore, the patient complained of progressive deterioration of his visual acuity. As a result a transcranial coil embolization of the right sigmoid-transverse sinus junction was performed. One month after the second embolization, the patient reported complete resolution of his visual symptoms, and a cerebral angiography revealed no residual fistula.